Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient came in with a mid flexion instability. Surgeon decided it best to remove the poro cr femur, downsize the femur and increase the poly thickness to balance the knee. Surgeon removed the size 6 right cr poro femur and poly. Put back in a 5 right cr cemented femur and a 5x12 rp cr poly. While putting the poly back in, the pcl was ruptured so surgeon went up to a 5x14 rpcr. While doing this, surgeon resurfaced the native patella and put in a 38 dome. No further information is available at this time. Doi: unknown. Dor: (B)(6) 2022. Right knee. (B)(4) are linked pc's.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.